Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, there was visible corrosion inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was evidence of internal moisture found on the battery canister and support bracket. The battery compartment was observed to be cracked on the side of the battery compartment from the threads traveling down along the side of the bumper towards the case seal and below the bumper at the case seal. Unrelated to the original complaint, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.